Manufacturer narrative:
The lot number of the device was not disclosed therefore a review of the device history record, retained samples or available stock of the same lot could not be reviewed. No samples or photographs were provided for review. The most likely root cause for the blade placed in the wrong direction was confirmed as manufacturing related/operator error. This type of defect occurs during the blade bending/blade insertion operation, when the blade is not placed in the correct position on the fixture. There is an inspection at 100% at the end of the insertion/bending operation in order to review the position of the blade. Without reviewing the actual device, magnified photos of the device or receiving detailed information regarding the preoperative preparation of the device, procedure performed or the surgeon¿s technique, a definitive root cause cannot be determined at this time.

Event description:
The blade was in opposite position which lead to an uneven cut. A similar device was utilized to complete the operation. The incision was redone at different location. No permanent damage to function or structure was caused.